Event description:
Reportedly, the device was not implanted as the sterility marker was black. The device is stored in a fairly warm cupboard but other than that there was no damage to the packaging or any other notable things to mention.

Manufacturer narrative:
(B)(4).

Event description:
Reportedly, the device was not implanted as the sterility marker was black. The device is stored in a fairly warm cupboard but other than that there was no damage to the packaging or any other notable things to mention.